Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the guidewire could not exit the distal end of the left ventricular (lv) lead. A different lead was subsequently implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and no anomalies were found. A new guidewire was used to perform guidewire testing and testing passed. The wire was fully inserted past the distal end without issue. If information is provided in the future, a supplemental report will be issued.